Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instruments are broken. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this complaint was received for examination. The photo investigation confirmed the reported allegation of worn, from the photographs provided the device is unable to attach to its component, but are not broken. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.